Event description:
Reporter called on behalf of aunt who has gotten the er1 message. Aunt retested and got a result in the 130's (mg/dl). Reporter said her aunt has the control solution but hasn't used it. Reviewed importance of the control solution test.